Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The patient was hospitalized for an unknown indication and acquired peritonitis during this time. The patient was treated with unreported antibiotics. During hospitalization, the patient was not responding to antibiotic therapy. Because of this, the pd catheter was removed. Pd therapy was discontinued and the patient began hemodialysis. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized for the peritonitis and had not recovered from this event. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers h13i20095 and h13h14082 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient died two months after being hospitalized for peritonitis. The cause of death was reported as peritonitis and heart disease. The patient was not performing pd therapy at the time of death. It was unknown if an autopsy was performed. No additional information is available.